Manufacturer narrative:
(B)(4). Returned test strips evaluated with no defect found. On qc investigation on 11/14/2017 returned meter evaluated with defect found. Damaged/dirty code key connector. Final root cause investigation has been completed - lifted solder pad on code key connector "j2" from user mechanical stress. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product letter send to customer to contact customer care for further assistance.

Event description:
Consumer reported complaint for code "----" eci meter. The meter read code ---- as soon as the test strip was inserted. During the call on (B)(6) 2017, the customer removed and properly reinserted the code chip and reinserted a test strip and the meter read code ----. The customer did not have a new vial of test strips. At the time of the call, the customer felt well and did not report any symptoms. The customer stated that he had been hospitalized on (B)(6) 2017. Customer stated he could not obtain a reading and began to have acid reflux due to gastroparesis which he stated is due to his diabetes. Customer stated he had frequent urination, stomach pain, blurry vision, dizziness, was weak and tired. The customer's blood glucose test result at the hospital was 700 mg/dl (finger stick).the hospital diagnosis was hyperglycemia and gastroparesis. While at the hospital, the customer received humulin, levemir and an IV insulin drip. Customer was discharged from the hospital on (B)(6) 2017. Customer stated that his levemir had been changed from 14 units to 10 units.